Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Hardware low level failures confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin1 & 6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failures and self test did not passed. The customer¿s blood glucose level was unknown at the time of the incident. Advice to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.